Event description:
Patient was undergoing a cerebral arteriography when the angio dynamics catheter began kinking at the tip in the right carotoid artery and began to clot off. The catheter was removed without incident.